Manufacturer narrative:
Further review determined that device codes no longer applied to the event and they were removed.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type: lead; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an increase in stimulation and they felt their leads had come loose or broke. It was noted when they would turn their head to the right ¿it elevated itself ¾ inch¿ which started 4-5 days prior to report. It was confirmed the patient meant they felt an increase in stimulation. It was stated they felt a twitch in the left pectoral in the left side where the implantable neurostimulator (ins) was located. It was noted before they only needed medication once a day and now they take it 3-4 times a day. It was stated they had an appointment scheduled for (B)(6) 2014. It was noted they lost their patient programmer and they needed one so they could turn down the ins or turn it off until they would see their health care professional. It was further reported the extensions were ¿bowstringed.¿ it was further reported the generator floated around in their chest and the stitches had popped. It was stated it had occurred a week and a half prior to report. It was noted they felt a ¿fast fiber twitch in their pectoral.¿ it was stated impedances were checked and they were fine. It was noted when the patient would turn their face ¿it felt like a 9v battery.¿ it was noted the patient was more symptomatic and they had a little pain in their chest. It was stated the patient had inquired about changing the ins battery out. Additional information received reported the doctor had ordered a chest/neck x-ray to determine if there were hardware issues. It was stated none were found on the images. It was stated an impedance check was performed and all values were within normal range on both bi-polar and mono-polar configurations. It was stated one or both of the patient¿s internal sutures may have possibly come loose and the ins was floating freely in the pocket. It was stated the patient would return to where they were originally implanted to correct the situation. Additional information received reported there were no malfunctions in the system. It was stated the patient primarily did not like the feeling of the ins moving within the chest pocket. It was stated the patient had met with a neurosurgeon that had agreed the internal sutures needed to be re-stitched.